Manufacturer narrative:
Several attempts have been made to get additional information from customer, without any response. If additional information becomes available natus will provide a supplemental report.

Event description:
Natus received a complaint on (B)(6) 2017 customer reported that their neoblue blanket intensity unit was too low. The intensity returned within specifications when the suspect light pad was swapped out for another light pad using the same light box. No model number, serial number, lot number provided or last calibration date of the light pad. Customer did not mention patient involvement at time of report.

Manufacturer narrative:
Natus received the suspected product back for evaluation on 03/30/2018. Natus factory service did the evaluation and confirmed melted light pad, disabled per capa001888 oct18 2018. Natus has initiated corrective and preventive action for worldwide replacement of neoblue blanket led boxes, pn 006254, with new design to mitigate early failures of melting, burning of fiber-optic bundles at the led/fiber-optic interface, and further investigation is on-going.